Manufacturer narrative:
The reported perfectpasser connectors were new devices returned for evaluation due to manufacturing defect earlier. A relationship between the device and reported incident was established. From the information provided, an unknown defect of the device. No patient injury reported. Visual inspection shows the connector unopened. Functional evaluation shows the three(3) devices failed the s-clamp unhooked from the s-hook in all these three connectors. Internal investigation indicates the failure cause for s-clamp unhooked from the s-hookis due to a dimensional discrepancy on the s-hook component reason for why these connectors were returned for evaluation. Changes to the component have been implemented to prevent this failure. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported defect of the smart stitch, it is part of a defective batch that had jaws fall off. This malfunction was found during surgery. A backup device was available to complete the procedure with no delay or patient injuries.